Manufacturer narrative:
The investigation for the delivery issue and the introducer damage has been completed. Clinical details state that the 23fr sheath was unable to be inserted on patient with evar stents. Decision made to abort rpsa and put patient on ECMO. No product was identified by serial number despite reaching out to rep. No data logs exist as no product was inserted. The clinical details were reviewed and the cause of the delivery issue was most likely patient condition related to the pre-existing evar stent placements. Evar stents prematurely split peel away sheath. Patient in stable condition. The clinical details were reviewed and the cause of the introducer damage - mechanical was most likely an interaction with evar stents.

Event description:
The user facility reported there was an unsuccessful attempt to implant an impella rp device to a patient for mechanical circulatory support. The physician was unable to pass the 23 french sheath and dilator through the right and left femoral veins. The physician noted the patient had a history of endovascular aortic/aneurysm (evar) repair, and the sheath appeared to be getting caught up on the evar stents causing the peel away sheaths to prematurely split at the tip. The decision was made to abort the impella rp implant and place the patient on extracorporeal membrane oxygenation. The patient was noted to be stable following the event.

Manufacturer narrative:
A.1, a.3, a.4 and a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. H.4 device manufacture date is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp smart assist system with automated impella controller section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella rp smart assist system with automated impella controller section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ impella rp smartassist system with automated impella controller section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿